Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered that the instrument is missing the component. No patient was involved.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that the shim exhibits signs of repeated use (nicked or gouged) and has missing bearings.. Device history record (DHR) was reviewed and no discrepancies were found. The issue- persona shim ball bearings disassembling was previously investigated in a CAPA which identified that the ball bearings could disassemble during cleaning. A design update was made. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.